Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv4080 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the wing of the catheter was raised, unable to be flattened. This affected future maintenance for the patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv4080 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the wing of the catheter was raised, unable to be flattened. This affected future maintenance for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the suture wing was bent was confirmed but the cause is unknown. A photograph of an inserted 4fr s/l powerpicc was returned for evaluation. The molded suture wings were bent upward, away from the patient¿s skin. As per the event description, the wings could not be flattened. Although it could be confirmed that the suture wings were bent/deformed, it could not be determined from the returned photograph when and how the damage occurred. It is possible that the wings became bent during packaging, shipping, or during clinical use. Manufacturing documents for this lot were reviewed and no deviations/issues were noted regarding product materials, manufacturing, or packaging. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the wing of the catheter was raised, unable to be flattened. This affected future maintenance for the patient.